Manufacturer narrative:
(B)(4). The esheath was returned to edwards lifesciences for evaluation. The esheath was returned with the nf+ delivery system inserted and a crimped sapien xt valve protruding through the distal end of the sheath shaft. During pre-decontamination of the returned device, a 2 inch piece of intima was observed on the proximal end of the sheath. Visual inspection of the sheath revealed a liner tear about 2 inches in length starting approximately 8 inches from the sheath distal tip. The sapien xt valve, with a bent strut, was protruding through the sheath. Minor distal tip damage and scratches along the length of the sheath shaft were also observed. No functional testing could be performed due to the condition of the returned device. Dimensional analysis of the liner thickness was performed. All measurements met specification. During the manufacturing process, the sheath is 100% inspected at the final assembly for wrinkles, dents and cuts on the sheath tube, surface defects, protruding or missing material, cross linking of the hdpe across the liner, holes, tears or wrinkles, stress in the liner, seam separation and delamination by manufacturing and quality. Product verification (pv) testing is also performed on samples from the manufacturing lot. During pv testing, samples are visually inspected for tears pre- and post-expansion testing. These inspections and pv testing support that it is unlikely that a manufacturing non-conformance on the sheath was the cause of the reported liner tear. The minimum required vessel diameter for a 16fr esheath is 6.0mm. The patient¿s access vessel mld measured 6.5mm with moderate calcification and ¿minimum¿ tortuosity reported. In this case, the report of the liner tear and femoral artery injury were confirmed based on the visual inspection of the returned device. However, no manufacturing non-conformances were identified in the returned device. All dimensional measurements were within specification. The exact cause of the liner tear and vessel injury is likely related to the presence of calcification as evidenced by scratches on the sheath shaft. In addition, a strut on the valve was reported and visually observed to be bent at a 90 degree angle. It is possible that as the valve was being removed through the sheath, the bent strut was caught on the liner, subsequently tearing it during retrieval. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
(B)(4). Reference MDR # 2015691-2017-01265. Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During the pre-decontamination examination of the returned esheath, a piece of artery intima was observed on the proximal end of the sheath; a liner tear was also observed. During a transfemoral valve in valve procedure (sapien xt valve in an edwards perimount 2700 surgical aortic valve), some difficulty was encountered while crossing the aortic arch with the commander delivery system and 23mm sapien xt valve but the sapien xt valve was able to be positioned. When the pusher was pulled back, the valve was in position to be deployed, but wasn¿t ¿fitting square¿ in the prosthetic valve. The decision was made to adjust the valve. At this point, the valve went into the ventricle. The system was pulled back as a unit, but the valve appeared to get caught on a leaflet of the prosthetic valve. The pusher was also noted to be off of the valve. The valve was finally able to be pulled back into position however, wire position was lost. The decision was made to pull everything out and start over. As the system was being pulled out, the patient¿s pressure started dropping and then ¿bottomed out¿. The surgeon suspected a bleed and opened the patient above the iliac. The suspected bleed could not be found. The patient expired during the procedure. Following the patient death, all devices were removed and examined. The top strut of the sapien xt valve was found to be bent at a 90 degree angle. It was determined that when the sapien xt valve was caught on the surgical valve, a strut was bent. As the system (valve and delivery system) was being pulled out of the patient, the valve strut cut parts of the aorta on the ¿way down¿. It was also noted that a piece of the iliac artery was observed on the sheath upon withdrawal. The physicians believed that the initial cuts were likely higher than the iliac artery. Blood was observed to be coming from somewhere higher than the level of the iliac vessels. Per the physicians, there was trauma to the vessel while withdrawing the valve through the aortic root. The access vessel minimum luminal diameter (mld) measured 6.5mm with moderate calcification and ¿minimum¿ tortuosity reported.